Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the flex shaft feature is cracked / fractured and will no longer function as intended. Wear & tear is seen that indicates repeated use during a potential field age greater than 8 years. The additional information does not change the root cause of the previous investigation. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 visual examination of the provided pictures identified a flexible driver. Fracture cannot be confirmed. Part and lot number cannot be confirmed. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during the inspection of the loaner kit in the warehouse, the device arrived with a broken link. It is unknown whether the device broke during its last use or during transit back to the warehouse. Attempts have been made and no further information has been provided.